Manufacturer narrative:
DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: not applicable as the complaint cannot be replicated and there was there were non-conformites observed or identified. Investigation methods/results: the returned parts were inspected and evaluated visually and in comparison with the DHR. There was no defect or non-conformity observed. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the failure to osseointegration.

Manufacturer narrative:
Correction: section d4 UDI: updated as it was omitted during the initial submission. Section h1: updated to reflect a change in reportability. The device was not returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: n/a - as the complaint cannot be replicated, and there were no nonconformities identified. Returned sample: since no product was returned for evaluation, a physical inspection cannot be performed. However, based on the complaint description, the device is not suspect of causing the reported issue. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, periimplantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The dentist reported the patient had implant failure due to failure to osseointegrate. Patient's date of birth was not provided. No product was returned for evaluation, but the DHR was reviewed and no discrepancies or related issues were found. Failure to osseointegrate is a well-known and well documented inherent risk of implant surgery, and it occurs in 2-8% of all implants according to published literature. Although the root cause is inconclusive and specific to each case, there are many probable causes for the failed implant, including patient bone quality, premature loading, patient's health, per-implantitis, smoking, and/or lack of oral hygiene. However, established biocompatibility studies showed that implant materials or manufacturing techniques are not cause for implant failure or infection. A follow-up report will be completed if the product is returned for evaluation and/or additional information are available.

Event description:
It was reported implant failure to osseointegrate after clinical procedure. Patient had bone type iii and no pre-existing conditions. No harm was caused to the patient. Also, there were no abnormalities or adverse events noted with this incident.